Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, in the patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer toric lens and the problem was resolved.

Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. However, foreign material (fibers) was present on the lens surface. Claim # (B)(4).